Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2019, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on 2020-apr-15 regarding a patient receiving morphine (2mg/ml at .89583 mg/day) via an implanted infusion pump. It was reported that status post pump implant on (B)(6) 2019, the patient did not report any benefit from infusion despite multiple dose increases. A dye study was performed on (B)(6) 2020 and the hcp experienced inability to aspirate spinal fluid. Injection of contrast revealed epidural layering. Post-dye study, a computerized tomography (CT) scan confirmed migration of the catheter. The patient was scheduled for a catheter revision on (B)(6) 2020 and the event resolved without sequelae on that date. The etiology indicated that the event was related to the device/therapy and was not related to the implant procedure. No further complications were reported or anticipated.